Event description:
Prior to implant, a kink was observed in the right ventricular lead (rv) near the tip. A straight stylet was inserted; however, the kink still appeared. A replacement lead was used to complete the implant. No patient consequences.

Manufacturer narrative:
A complete lead was returned. The lead had a slight bend proximal to the connector pin; however, the bend met manufacturing specification. No anomalies were noted at the helix and connector regions. The entire lead was examined and no additional anomalies were noted. The reported event of a bent lead was confirmed; however, the results of the investigation concluded the analysis of the device was normal and the bend did not exceed manufacturing specification.